Event description:
This device was returned with oos documentation from biotronik representative (B)(4). Per oos, the physician believed that there is a lead fracture at the junction of the proximal end of the distal high voltage electrode. The patient received multiple inappropriate shocks due to noise. A new linox td 65/16, (B)(4), was used.